Event description:
The customer reported that the nursing staff stated that no alarms were provided for a pt death.

Manufacturer narrative:
(B)(4): the customer reported that the nursing staff stated that no alarms were provided for a pt death. The biomedical engineer stated that he did not consider that the device malfunctioned (believed that alarms were being provided). The biomedical engineer tested the monitor post incident and found it performing to specifications. The biomedical engineer requested that a philips field service engineer (fse) visit the site to perform device testing to clear the device for use. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.